Event description:
It was reported that the pump battery was depleting too quickly. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy.